Manufacturer narrative:
Product ID: manufacturer unknown, product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was knotted at the distal tip. When this occurred, it appeared that the guide wire was not out of the sheath. The catheter was able to be retracted into the sheath and removed from the patient. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012193057 was returned and analyzed. Visual inspection showed that the catheter was received without the guidewire threaded through it. The guidewire lumen was received fully extended, and with a deformed array loop assembly - knotted array. Additionally, the pebax was observed to be kinked and twisted on the distal arm. The guidewire lumen was kinked at 1.5 inches proximal from the tip. X-ray imaging confirmed the integrity of the nitinol array wire and properly attached at the tip, but partially detached from the dual lumen. The ball of the angled array displaced longitudinally about 0.045 inches. The ball segment of the nitinol array wire remained within the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. There was initial stiffness in the slide control function, likely due to dried blood, and it was still operational. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the condition of the catheter would not permit an ablation to be performed using the generator. Performance testing with the generator could not be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. Electrical continuity testing did not reveal any anomalies. Further x-ray imaging showed the nitinol wire proximal footprint was measured between the distal edge of the dual lumen and the axial proximal edge of the ball footprint to be 0.184 inches (referenced array insertion depth into the dual lumen 0.19 inches). The actual insertion depth of the nitinol wire into the dual-lumen was measured 0.139 inches between the distal edge of the dual lumen and the axial proximal edge of the ball, confirming a partial dislodgement of the nitinol wire proximal arm. The distance difference between the footprint of the ball edge and the actual ball edge was 0.045 inches. In conclusion, the knotted end of the catheter was confirmed through analysis and the catheter failed return inspection due to a knotted array, the pebax kinked and twisted on the distal arm, the guidewire lumen kinked at 1.5 inches proximal from the tip, the nitinol array wire partially detached from the dual lumen, the ball of the angled array displaced longitudinally about 0.045 inches and partial dislodgement of the nitinol wire proximal arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.